Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h8. Please see updates to h6, h8 and h10. H4: the device was sold nov 05, 2004. The exact manufacturing date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the insertion section damage was due to user error, improper handling, or application of excessive force. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, the distal end edge and light guide fiber bundle are critically damaged. The inspection also noted, the illumination on the image is insufficient due to damaged light guide fiber bundle, the coverglass at the distal end has surface stains, and the rigid outer tube has deformation/bent. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request, the customer trueview ii, autoclavable rigid telescope has ¿insertion section damage¿. The customer reported event was found during a maintenance inspection. No death or injury and no impact to patient or other has been reported to olympus. The device is sterilized via autoclave. No further information was provided.